Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 0.8, nes error and 2.3. Pt started testing on meter two weeks ago. He had a valve replacement back in march and started coumadin at that time. Stated that prior to testing on meter, his lab inr results have not been stable and not within his therapeutic range. Pt's therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.